Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoid colectomy, when performing the anastomosis, the device, when fired, gave audible feedback, but did not staple or cut the tissue, and the instrument had to be replaced. It should be noted that the stapler closure was in the green firing range. The surgery was delayed by 20-minutes. No fragments were generated. The surgery was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 06/23/2022 d4: batch # 421a63 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29b device arrived with no apparent damage. The anvil was received inside of a plastic bag along with the device and it was found with tissue around it. The breakaway washer was present and uncut. During the visual inspection, two staples were noted to be missing inside the pocket and the rest were presents. Further analysis shows that the safety has marks. It is possible that an attempt to fire the device with the safety engaged, was made partially advancing the staples that could have got stuck on tissue. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. In addition, the missing staples were loaded and the device was tested for functionality with the returned washer, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.